Event description:
A company representative reported that the diagnosis for use regarding the pump was spasticity. The pump was replaced initially on (B)(6) 2013 due to a low elective replacement indicator (eri). During the replacement on (B)(6) 2013 the proximal catheter revision segment kit model 8578 was used to reconnect the pump and old catheter. During the revision on (B)(6) 2015 the connector was replaced. Pre-operative troubleshooting done was a bolus which gave a short passing effect. Regarding a dose increase and x-ray with dye-study, it was indicated that nothing hit the target of effect. The catheter revision was successful. Regarding how the patient was doing now, the patient had a quick response to the therapy with effect of the drug. The happy patient was sent home. The pump segment was noted as having been removed and was to be returned to the manufacturer.

Manufacturer narrative:
Analysis found no significant anomaly with the returned catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted pump. Approximately 2 years prior (B)(6) 2013, the patient underwent pump replacement surgery where a short sutureless connector was used to attach the old catheter to the new pump. The patient then lost the effect he had prior to this replacement. Regarding diagnostics/troubleshooting, "not known" was reported. Ultimately, a revision of the catheter was performed on (B)(6) 2015. During surgery, leakage of csf (cerebrospinal fluid) was noted around the connection. It was also difficult to squeeze and pull the sutureless connector from the pump. The pump connector was replaced. The issue resolved; the patient status at the time of this report was reported as alive - no injury. Additional information has been requested, but was not available as of the date of this report.